Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient has reported, via regulatory agency, that "my health started to deteriorate with auto immune system type symptoms that continued for 15 years till I removed the implants. My health has improved since explant but I¿m not back to full health.¿ this is not related to the device. Additionally, the physician reported "implants form double capsules, intracapsular seroma". The device was explanted. This case relates to the right side.